Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific (B) (4) received information that the device's pacing output was affected after the patient manipulated the device and the right atrial (ra) and right ventricular (rv) leads dislodged. The ra and rv leads were successfully repositioned and remain implanted with the original device. No additional adverse patient effects were reported.